Event description:
It was reported that the insulin pump alarmed button error, failed battery test and buttons were unresponsive. Customer's blood glucose was 290 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. The insulin pump was unable to verify failed battery test alarm and perform displacement test, basic occlusion test, occlusion test, prime test, no delivery test due to unresponsive button. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.